Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
T was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 98 mg/dl. Customer was giving himself insulin at 5 units and kept getting a motor error. Customer tried this multiple times and received similar results. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer is stuck on rewind mode. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.